Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the most probable cause is traced to component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited discoloration in objective lens, corrosion on distal end, damaged ultrasonic probe, and no ultrasound image. There was no patient involvement.